Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. Customer's blood glucose value was 2.1 mg/dl, at the time of incidence. Customer was treated with food and glucose tablet. Customer was not hospitalized due to low blood glucose but they were in coma. Customer had low blood glucose level. Customer reported that the drive support cap was flushed. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A test p-cap and reservoir locks into place inside the reservoir compartment properly. Device was received with the operating currents within specification and passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08750 inches. No over delivery anomaly noted during testing. (B)(4).